Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for pain and high metal ion concentration. Explanted the asr 50 mm shell and asr 45 mm unipolar head with +2 sleeve adapter. Implanted a 56 mm deep revision cup with 2 pinnacle screws. Also implanted 50 +4 neutral altrx liner with a 32 +5 articuleze head. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.